Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient presented with recurrence and underwent a re-operation, open abdominal wall hernia revision, on (B)(6) 2016. No further information is available.